Manufacturer narrative:
Internal file number - (B)(4). Corrections: catalog# device status changed from no, not returning to yes, returned. Method code 4115 removed. Evaluation summary: a visual and dimensional inspection was performed on the returned device and the reported balloon rupture and separation were confirmed. The reported difficulty to remove form the introducer sheath was unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other similar incidents reported from this lot. Based on the reported information, the physician pressurized the balloon above the rated bust pressure of 14 atmospheres multiple time, which likely caused the longitudinal rupture and poor balloon re-fold and the reported resistance with the introducer sheath during retraction. Additionally, instead of using gentle counterclockwise twisting motion to remove the device from the introducer sheath, force was applied resulting in the balloon/inner member separation, scratches on the balloon and the balloon/inner member bunching causing it to get stuck on the unknown non-abbott guide wire. The investigation determined the reported difficulties appear to be related to user error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Return device analysis identified: there was a longitudinal and radial balloon rupture of the balloon. Follow up with the account confirms that the balloon deflated without issue and ruptured when resistance was met with the introducer sheath.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number (B)(4). Device code 2017- incorrect removal; above rbp (rated burst pressure). Correction: the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. Correction: manufacturing site. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, database review and similar incident query for this product was not performed since the lot number was not reported. It should be noted that pta, armada 35, global, ce, costa rica instructions for use (IFU) states: inflation in excess of the rated burst pressure (rbp) may cause the balloon to rupture. Additionally, IFU states: maintaining a vacuum in the balloon, withdraw the catheter. Note: gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. Please note that if multiple balloon-inflations and deflations have taken place, some resistance can occur upon device withdrawal. The investigation determined the reported difficulty to remove and shaft separation appears to be related to the user error. In this case, the physician did not follow the instructions for use as the balloon was pressurized above the rated bust pressure of 14 atmospheres multiple times, which likely caused poor balloon re-fold during deflation causing the reported resistance with the introducer sheath. Additionally, instead of using gentle counterclockwise twisting motion to remove the device from the introducer sheath, force was applied resulting in the shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the iliac artery. Axillary access was gained and a 6f unspecified introducer sheath was placed. Angioplasty of the lesion was performed with a 7 x 80 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter. The balloon of the pta balloon catheter was inflated twice to 16 atmospheres and once to 18 atmospheres. There were no reported problems with deflation of the balloon of the pta balloon catheter; however, resistance with the introducer sheath was met on removal. Force was applied, and the pta balloon catheter separated. Both parts of the pta balloon catheter along with the guide wire and sheath were removed together as a single unit. There were no adverse patient effects. No additional information was provided.